Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic material was reviewed. The balloon of the delivery system has been inflated and was returned in a deflated state. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent was returned in a plastic tube. The stent is severely deformed (i.e. Expanded, flattened and deformed) over its entire length. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. After pre-dilatation an implantation of a stent in the distal rca is visible. The actual complaint event is not visible in the angiographic material provided. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent systems was selected for treatment of a lesion in the tortuous distal rca. It was not possible to pass the lesion. Therefore, it was attempted to remove the device for further pre-dilation. During withdrawal the stent dislodged in the 7f introducer. No device part remained in patient.